Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and verified that the host pc failed the power on self-test (post). The review of system log files showed error related to host pc failed post. Upon troubleshooting, the fse identified a defective fan in the host pc. To resolve the issue, the fse replaced the defective fan, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer failed the power-on self-test, which can impact booting. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.